Manufacturer narrative:
The investigation for the hemolysis, renal failure, and positioning issue has been completed. On the same day that impella cp was implanted, the patient began to have hemolysis confirmed by labs. A patient update before hemolysis was reported stated that the pump was repositioned to 4.2 centimeters (cm) from the valve. However, when the failure mode was reported, it is stated that the pump had moved deeper into the left ventricle (lv) and had to be moved back 1 cm to get to 4.2 cm from the valve again. When too deep in the lv, the pump was not contacting the mitral apparatus. Since organ damage was reported, renal failure was a failure mode. The product was not returned for investigation. There was no information provided regarding if the hemolysis resolved after the pump was explanted as the patient was immediately escalated to bipella support. Data logs were investigated: there were no alarms throughout the case suggesting any positioning issues or suction. There were no motor current spikes noted either. Early in the case, the placement signal was a bit noisy and trending downward, but then leveled out. Even though it is stated that the pump was out of position, echocardiogram confirmed the pump was not contacting any anatomy and there were no positioning alarms triggered in data logs. Therefore, there was not sufficient evidence to confirm that the positioning issues caused the renal failure. The root cause of the renal failure could not be determined due to lack of product return, evidence in the data logs, and clinical details. According to clinical details, imaging confirmed that the pump was found to be too deep in the ventricle when trying to troubleshoot hemolysis. As mentioned above, the pump was repositioned before the hemolysis event, and then when trying to troubleshoot hemolysis, they found that the pump had moved deeper into the lv such that the elbow of the cannula was seen to be inside the lv. The product was not returned for investigation. Data logs were reviewed, and no positioning alarms were triggered suggesting the pump was too deep in the ventricle. That being said, it is possible that the pump was deeper than it should be, but the threshold for the alarm was not triggered. The root cause of the positioning issues was determined to most likely be a use issue. On the same day that impella cp was implanted, the patient began to have hemolysis confirmed by labs. A patient update before hemolysis was reported states that the pump was repositioned to 4.2 cm from the valve. However, when the failure mode was reported, it is stated that the pump had moved deeper into the lv and had to be moved back 1 cm to get to 4.2 cm from the valve again. When too deep in the lv, the pump was not contacting the mitral apparatus. The product was not returned for investigation. There is no information provided regarding if hemolysis resolved after the pump was explanted as the patient was immediately escalated to bipella support. Data logs were investigated. There were no alarms throughout the case suggesting any positioning issues or suction. There were no motor current spikes noted either. Though the placement signal was a bit noisy early in the case, it was not trending downward. Even though it is stated that the pump was out of position, echocardiogram confirmed the pump was not contacting any anatomy and there were no positioning alarms triggered in data logs. Therefore, there is not sufficient evidence to confirm that the positioning issues caused the hemolysis event. The root cause of the hemolysis could not be determined due to lack of product return, evidence in the data logs, and clinical details. As noted in the impella instructions for use: impella cp with smartassist system section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions including catheter position, pre-existing medical conditions, and small left ventricular volumes may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ h.6 code 1886 and h.10 instructions for use for hemolysis were inadvertently omitted from the initial manufacturer device report number and were added.

Event description:
The complainant reported the patient was on impella cp support and the patient had dark pink urine. Continuous renal replacement therapy was initiated, and organ damage was reported. Additionally, an echocardiogram was obtained, and it appeared deep. The team did not want to reposition. The patient survived the event, and the impella cp was eventually weaned and explanted to have been replaced by an impella rp and impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿